Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery the customer¿s blood glucose level was 433 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer confirmed that the insulin exited after a 5 units fixed prime was delivered. Customer also reported to have experienced a high blood glucose that was treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer's blood glucose reading was at 356 mg/dl at the time of call. Customer was advised to change the infusion set, reservoir. The insulin pump is not expected to return for analysis.